Event description:
The patient came in reporting pain due to a dislocation of the head from the liner and the cause is unknown. At about 6 months from the primary the surgeon revised the head and liner and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 15 november 2022: lot 2111834: (B)(4) items manufactured and released on 19-oct-2021. Expiration date: 2026-10-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review. Batch review performed on 15 november 2022 on ball heads: mectacer 01.29.214 biolox delta ceramic ball head 12/14 ø 40 size l + 4 (k112115) lot. 2107508 lot 2107508: (B)(4) items manufactured and released on 29-sept-2021. Expiration date: 2026-09-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.